Event description:
Additional information was received that the device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was premature. Electrical testing revealed that the premature depletion was caused by high current draw from the hybrid; the root cause of the high current could not be determined.

Event description:
During follow-up, the remaining battery longevity was only one year; however, the device had only been implanted for a short period of time. Premature battery depletion was suspected. No intervention was performed at this time, the patient will continue to be monitored and was stable.